Event description:
On june 17, 2010, received user facility medwatch report # (B)(4). After f/u from the reporter on (B)(4) 2010, the hospital reported that during an endoscopic vein harvesting procedure, upon using bipolar energy, the vasoview 7 xb evh system bisector would not work, even after switching cables. No energy delivered. A new unit was used to complete the procedure. The hospital reported no pt effects. The product is returned.

Manufacturer narrative:
Eval method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).